Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported in a general comment that clips have re-opened post deployment during mitraclip procedures, but remain stable on the leaflets with no injury to the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number : (B)(4). Unique device identifier (UDI) number is unknown as the lot information for the device was not provided. The device was not returned for analysis and a review of the lot history record and complaint history could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the general comment was a discussion related to the positioning of the clip closure during the procedure, and not clip re-opening post deployment. The physician stated there was no issue with the positioning of the clip, and there was no report of a device malfunction. No additional information was provided.